Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed preventive maintenance activities on the instrument. The fse noted that the wash/precision valve manifold was cracked and replaced it as well as both the precision pump and wash pump. The fse performed all necessary instrument validation testing and released the instrument back to the customer. In conclusion, hardware is the most likely cause of this event. Associated mdrs: 2122870-2012-00293, 2122870-2012-00294, 2122870-2012-00295.

Event description:
The customer reported that erroneous cardiac troponin (accutni) and/or myoglobin results were generated from a unicel dxc 600i synchron access clinical system for multiple patient samples over three days. This report represents the generation of erroneous/imprecise cardiac troponin (accutni) results, generated for one patient on (B)(6) 2012. The initial erroneous accutni result was reported outside of the laboratory and it is unknown as to whether there was any impact to the patient, or modifications to their treatment, based upon the erroneous results. The patient was redrawn and tested on another instrument. Upon testing, lower accutni results within the normal reference range of the assay or within the risk stratification range but outside of the assay's stated precision claim were obtained. The samples were collected in lithium heparin plasma tubes. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that all levels of accutni quality control results were recovering within two standard deviations of mean during the timeframe of the event. A system check performed prior to the event met instrument specifications.